Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low blood glucose event with a blood glucose of 2.1 mmol (37.8 mg/dl) with symptoms of loss of consciousness. Emergency medical services were dispatched to the customer and treated with food (cola and sandwich), customer was not taken to the hospital. Customer reports sg vs bg with sg 8.1 and bg 2.1, with a difference of 6.5, outside of target range. Customer reported pump was worn within 48 hours of the event and auto mode was active. Customer was advised to change site and sensor. No further complications were reported. The event involved products are mmt-7020c1. No product return is required.